Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the control unit of the device was not functioning and was defective. It was noted that the controller was malfunctioning and the coupling head was worn out. It was also observed that the device failed pre-repair diagnostic tests for check the off/oscillation/on switch mode function, check the oscillation angle, check switching function, and check the triggers and electronic control unit (ecu) function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device would not work in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.